Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) for spinal pain indications. It was reported that the battery is depleted and the patient's pain returned. When this occurred, the patient reports that the pain caused her to fall while at work. Managing physician completed an x-ray to confirm leads did not migrate. Patient has a difficulty recharging battery. Managing physician plans to switch patient to recharge free device. Medtronic representative tried to interrogate the battery to confirm it did not have any errors but the battery was fully depleted when the patient came into the doctor's office. Doctor does not believe there is anything wrong with the device but would like to switch the patient to recharge free battery.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.